Event description:
Nosefrida snot sucker was left within toddler reach. She almost choked on the small red mouth piece of the device because it detaches easily from the tube. Product description: it is a nasal aspirator. (B)(6). I still have the product in my possession: yes. Document number: (B)(4).